Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cine drive was replaced and reformatted. The system was tested and operates as intended.

Event description:
The customer reported a cine disk failure error message. No pt injury was reported.